Event description:
Procedure type: laparoscopy. According to the reporter: the diaphragm ripped apart and particles lodged in the patient. The surgeon removed the particles and used a new part. There was no unanticipated tissue loss. There was no bleeding reported in excess of loss. There was no bleeding reported in excess of 500cc. The incision was not extended by more than one inch. The case was extended by more than 30 minutes. It is unk if reinforcement material was used.

Manufacturer narrative:
(B)(4).